Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2022, not (B)(6) 2021 as previously reported. Per the clinic, the patient experienced an extrusion of the receiver stimulator (specific date not reported). It was also reported that the patient was placed under general anesthesia on (B)(6) 2022. This report is submitted on may 08, 2023.

Manufacturer narrative:
This report is submitted on january 19, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march,13 2023.